Event description:
It was reported that at an initial implant, the health care professional (hcp) was unable to advance the catheter using the 45 degree technique. It was indicated that the hcp would try again. The procedure was aborted after approximately one hour due to the inability to place the catheter. The patient was not implanted with the catheter or the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).